Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6 reported event was confirmed with operative notes provided. Revision notes demonstrated the following: metallosis stained soft tissue-debrided, cup migrated & loose, fragments of prior screws explanted, thin bone/defects trials completed, final components showed excellent stability. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -04717, 0001822565 -2019 -04718, 0001822565 -2019 -04719, 0001822565 -2019 -04722.

Event description:
It was reported that a patient underwent a left tha. Subsequently, the patient experienced bilateral hip pain, instability, difficulty with ambulation and underwent revision of left hip approximately 21 years later. During the revision, surgeon noted significant bone erosion, cup loosening, migration and fragments of screws along with metallosis stained tissue that required debridement. Attempts have been made and additional information on the reported event is unavailable at this time.